Event description:
I have the ilet bionic pancreas insulin pump and it consistently overdoses me with insulin which causes several hypoglycemia episodes in a week. I have at least one hypoglycemic episode every day. I use a finger stick and a blood glucose meter to verify my blood glucose when I get a low reading from my dexcom g7 blood glucose meter.